Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed, because a serial number was not provided. Because the pump was not returned to mmdg, an investigation could not be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump was shutting off without alarming. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint, but did not provide any additional information. [Complaint: (B)(4)].